Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged loss of voice/ hard to talk. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have lose of voice/ hard to talk, sore throat or trouble breathing. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the sound abatement foam was in the early stages of foam degradation. The foam had dust-like contamination all over it. The foam (at a one 1 inch by 1 inch section) was slightly moist and very slowly came back to form when pressed and it also showed signs of some of the foam slightly coming apart when touched. Pil was able to confirm the presence of degraded sound abatement foam in the device. There was no air inlet foam filter and there was light brown dust-like contamination at the air inlet. Right panel assembly and the air outlet port had dust-like contamination on them and in them. There was dust-like contamination on the outside and in the inside of the air inlet. Behind the sd card slot cover, there was dust and potential cobwebs. Ui rotary knob area had dust-like contamination on and around it. Pca (printed circuit assembly) and ui display had dust-like contamination all over the top of it, especially around the ui rotary switch and on top of u1. Pca had potential cobwebs on it near the flow manifold. Pca j5 copper pins had unknown black contamination and dust-like contamination on them. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and the blower motor seal. White and gray dust-like contamination and tiny fibers or hairs on the inside bottom of the blower box. Air inlet seal has yellowed. Also, the air inlet seal had white dust-like contamination on it. The inside of the bottom enclosure had dust-like contamination all over it. Outlet port of the humidifier's side panel has dust-like contamination on it. Unknown dust-like contamination on the bottom of the enclosure and the heater plate. Flip lid seal had yellowed. Dry box inlet seal had yellowed and has unknown dust-like contamination on it. Three bottom enclosure screws had corrosion on them. Bottom of the enclosure had dust-like contamination and potential tiny fibers. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were 1 instance of errors on the device. Pil was able to confirm the presence of degraded sound abatement foam in the device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Section d8, d9, g3 has been updated. Section h6 has been updated.

Manufacturer narrative:
Previous report had incorrect information related to customer allegation in h10 narrative and h6 health effect - clinical code. It is corrected as below: the manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have lose of voice/ hard to talk. Patient did not alleged to have sore throat or trouble breathing. There was no patient harm or injury.